Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 630cc mentor smooth round high profile saline breast prosthesis, experienced right side deflation post-operatively. It was reported that while the patient's doctor was recreating the patient's nipple, they were quite certain that they poked the implant at the time. As a result, the patient underwent removal on (B)(6) 2019.